Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15525, 1627487-2021-15524, 1627487-2021-15526. It was reported patient's stimulation decreased by itself. It was determined that the patient's system is autoreducing. Diagnostics showed the patient had impedance issues. In turn, the patient underwent surgical intervention wherein the all four drg leads were explanted and replaced to address the issue. During the procedure, it was noted that one of the leads was fractured. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.